Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on (B)(4) 2015

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2015 with the following findings: keypad cover is torn, all keypad buttons respond intermittently, keypad cover removed and contamination was found under all contacts, the up/down button contacts are damaged and do not spring backup after depressing them. Battery compartment is cracked below bumper pad. Display is dim/fading/reddish. (B)(6).